Manufacturer narrative:
This is being filed as keratitis. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. To date there is no confirmation of the treatment or outcome of the treatment. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.

Event description:
Mother reports her daughter has a severe infection and has had to go to the doctor twice a week to be checked. She was also prescribed eye drops. On (B)(6) 2012 follow up with the ecp notes on (B)(6) 2011 that the pt is being treated for contact lens keratitis, corneal edema and punctate staining. Both eyes are being treated with zymaxid /ciloxan on (B)(6) 2011 and then tobradex st on (B)(6) 2011 to prevent infection and scarring.